Event description:
It was reported that an incorrect longevity estiamte was observed on the device. Abbott technical support was contacted and confirmed that the event was expected device behavior that was remedied by interrogating the device again. The patient was stable and there were no adverse consequences.